Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg reporter number (B)(6): a facility reported that during surgery, only 1/3 of the mix-up solution of the extended tip applicator 15cm box of 5 (205115) sprayed out of the applicator tip and the solution clotted inside. The physician replaced it with a second applicator which had the same issue as the first one; the mix-up solution clotted inside. The tubing of the applicator tip showed both side as the color blue, which they determined was an abnormality as both liquids should mix-up at the end of applicator tip. There was a delay of 5 minutes; however, no patient injury occurred.

Manufacturer narrative:
The extended tip applicator 15cm box of 5 (205115) was returned for evaluation: device history record (DHR): documentation review of DHR shows all product was manufactured and released meeting all quality criteria. Failure analysis - investigation showed that when the unit was water tested, in one of the channels, water did not pass through. There is presence of blue residue obstruction (possibly duraseal). The DHR review and product analysis concluded there were no assembly component related failures with the returned product or at the time of release. The components are air tested 100% at the component vendor site, with all passing and no issue found at the component level or the release level testing. Root cause - the reported condition was confirmed, there was blue gel obstruction inside the applicator; however, the applicator itself passed all tests for functionality. Product received was tested and blue gel obstruction was found in one of the fluid pathways, rendering this not an applicator issue, but rather than a gel issue. The risk remains acceptable per the risk analysis. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a